Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post filter implantation the patient experienced migraines. In (B)(6) of 1996, a greenfield filter was implanted in the inferior vena cava utilizing a jugular approach. For the past 2-3 years, the patient has experienced headaches and migraines of varying severity. She has not experienced any other complications.